Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated their remote communicator displayed a red call doctor icon (rcd). Data transmission issues were also observed. Troubleshooting was performed and yellow lights were observed. The patient was referred to contact their clinic regarding the rcd. Additional information was received that this ICD has exhibited high out range shock impedance measurements. Further information was received that this device was explanted due to therapy upgrade and the right ventricular (rv) lead was surgically abandoned due to high out of range impedance issues. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated their remote communicator displayed a red call doctor icon (rcd). Data transmission issues were also observed. Troubleshooting was performed and yellow lights were observed. The patient was referred to contact their clinic regarding the rcd. Additional information was received that this ICD has exhibited high out of range shock impedance measurements. No adverse patient effects were reported. At this time, this device system remains in service.